Event description:
The patient dstarted on her dialysis treatment, using a core century system 3 machine with a reprocessed, dialyzer, aprox. One minute into the treatment, the patient became paniced rapidly folowwed by a drop in blood pressure, severe sob, a burning sensation in her chest, and swelling of her face and tongue. Treatment was started in the clinic with IV saline, o2, benadryl, decadron, and epinephrine. The patient was transported to the hospital via ambulance. The symptoms were releived after approx. One hour, and the patient was admitted to the hospital for followup. This incident was throught to be device related for the following reasons: the sudden onset, patient was on ace inhibitors, the dialyzer had been tested negative for residual formaldahyde both prior to and after the incident. All chemical testing was done using serium brand formaldahyde residual test strips that showed no recation to formaldahydedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: telemetry failure, other, related to another drug/device, unanticipated short term complication of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device discarded, other. The device was destroyed/disposed of.